Event description:
Customer reported that a patient developed an infection at an unspecified time following dermatological procedure. It is assumed that antibiotics were prescribed to address this event. Additional info was requested; no further info was received.

Manufacturer narrative:
Infected occurred - conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.